Event description:
It was reported that the patient had not responded to intrathecal baclofen therapy, following the device implant in 2008. A dye study was performed that was non-definitive. It was unknown if a rotor study was performed. A pump failure was suspected. The device was replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.